Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the programming and diagnostic history for the vns pts' device, upon interrogation on (B)(6) 2006, the pts settings were 2.5ma, 20hz, 250usec, 20sec, 1.8mins. A system diagnostic test was attempted, which resulted in a fault message. There was no final interrogation done on that date to verify the device settings prior to the pt leaving the office. The next time the pt was interrogated was on (B)(6) 2008, where the device was interrogated at 0ma, 20hz, 500usec, 30sec, 60mins, which are settings indicative of an interrupted system diagnostic test.